Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant of the right ventricular (rv) lead the coil appeared stretched at the proximal end under fluoroscopy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.